Manufacturer narrative:
Insulin pump received with button error alarm and intermittent button response due to corroded keypad traces. The bg reminder feature is working properly. Insulin pump was programmed with test minilink and the glucose sensor simulator. Insulin pump communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Unit was also programmed with test glucose meter. Insulin pump communicated properly and recorded the 143 mg/devalue properly from glucose meter. No unexpected sensor alarms or communications anomaly noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.(B)(4)

Event description:
Customer called to report that the insulin pump alarmed button error. Customer also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 200 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.